Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a left chest wall hematoma at the implant site. A pressure dressing was applied to the site and the patient was discharged home. The patient was seen for a subsequent follow-up. The hematoma was still there and there were no plans to drain it. Follow-up will continue.